Event description:
The customer reported that they received questionable results for thirty eight patient samples tested for magnesium. Of the thirty eight samples, twenty two were found to be erroneous and reported outside of the laboratory. The customer stated that the results from the initial run of the samples looked high. The customer ran quality control and this was high as well. The customer decided to repeat the samples. The repeat results were lower and believed to be correct. Corrected reports were issued for the repeat results. The customer also stated that they were able to then recalibrate and rerun quality control. Everything was in until later that evening where three additional samples were found to be questionably high. The questionable results from these three samples were not reported outside of the laboratory. Sample one initially resulted as 2.9 mg/dl and repeated as 1.9 mg/dl. No date was provided for the initial run of the patient sample. Sample two initially resulted as 2.9 mg/dl and repeated as 2.1 mg/dl. Sample three initially resulted as 2.6 mg/dl and repeated as 1.9 mg/dl. Sample four, initially run on (B)(6) 2012, resulted as 3.0 mg/dl and repeated as 2.3 mg/dl. Sample five, initially run on (B)(6) 2012, resulted as 2.7 mg/dl and repeated as 1.9 mg/dl. Sample six, initially run on (B)(6) 2012, resulted as 2.7 mg/dl and repeated as 2.0 mg/dl. Sample seven, initially run on (B)(6) 2012, resulted as 3.1 mg/dl and repeated as 2.4 mg/dl. Sample eight, initially run on (B)(6) 2012, resulted as 2.6 mg/dl and repeated as 1.9 mg/dl. Sample nine, initially run on (B)(6) 2012, resulted as 2.9 mg/dl and repeated as 2.1 mg/dl. Sample ten, initially run on (B)(6) 2012, resulted as 2.8 mg/dl and repeated as 2.0 mg/dl. Sample eleven, initially run on (B)(6) 2012, resulted as 2.8 mg/dl and repeated as 2.0 mg/dl. Sample twelve, initially run on (B)(6) 2012, resulted as 2.9 mg/dl and repeated as 2.2 mg/dl. Sample thirteen, initially run on (B)(6) 2012, resulted as 3.0 mg/dl and repeated as 2.3 mg/dl. Sample fourteen, initially run on (B)(6) 2012, resulted as 2.8 mg/dl and repeated as 2.1 mg/dl. Sample fifteen, initially run on (B)(6) 2012, resulted as 2.8 mg/dl and repeated as 2.1 mg/dl. Sample sixteen, initially run on (B)(6) 2012, resulted as 3.0 mg/dl and repeated as 2.3 mg/dl. Sample seventeen, initially run on (B)(6) 2012, resulted as 2.9 mg/dl and repeated as 2.1 mg/dl. Sample eighteen, initially run on (B)(6) 2012, resulted as 2.6 mg/dl and repeated as 1.9 mg/dl. Sample nineteen, initially run on (B)(6) 2012, resulted as 2.7 mg/dl and repeated as 1.9 mg/dl. Sample twenty, initially run on (B)(6) 2012, resulted as 2.9 mg/dl and repeated as 2.2 mg/dl. Sample twenty one, initially run on (B)(6) 2012, resulted as 2.6 mg/dl and repeated as 1.9 mg/dl. Sample twenty two, initially run on (B)(6) 2012, resulted as 2.6 mg/dl and repeated as 1.9 mg/dl. The patients were not adversely affected by the event. The magnesium reagent lot number was (B)(4) with an expiration date of 10/31/2013. The field service representative determined that there were low water rinse levels and the cuvettes were not being cleaned properly. He cleaned the lines and adjusted rinse levels to proper levels. He also cleaned the hdw vacuum lines. He witnessed the operator run calibration and all levels of controls with no errors. He ran a precision on magnesium with all results verified by the customer. After the visit from the field service representative, the customer noted that there were still issues. The field service representative then later determined that there was a fluidic failure of the sample probe. He replaced the sample probe and ran multiple precision checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Result: the field service representative determined that water rinse levels were low and that cuvettes were not cleaning properly.

Manufacturer narrative:
The field service representative was dispatched again to the site for elevated magnesium quality control on the same analyzer. The field service representative determined that the vacuum tubing was partially clogged. He replaced the tubing, vacuum diaphragm, and valve sv21. Calibration and quality control were within range. The investigation determined that the service actions performed on (B)(6) 2012 solved the issue.

Manufacturer narrative:
The customer noted that the issue started when they moved "trig", "chol", and "hdl" to the unit which runs magnesium. The customer stated that they were already running "apo a" and "apo b" and added the other 3 assays when the magnesium issue started. The customer has moved the magnesium test from the p module and have left all of the lipid tests. The customer experienced no further issues after doing this.